Event description:
The user facility reported an impella 5.5 in a 42yo male patient for mechanical circulatory support. It was reported that there was difficulty while attempting to insert the impella 5.5 device. A clot was suspected but it appeared that a wire was not all the way out when the device was ramped up. The impella was replaced successfully. There was no patient harm reported. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
The pump was not returned for investigation. The data logs showed several pump stop-motor current high alarms during the start of the case indicating interaction with another device or biomaterial. According to the clinical report, the doctor found that the guidewire was not fully removed from the pump after the initial placement. Based on the given clinical and data log review, the cause of the pump did not start issue was most likely user related. The guidewire as not fully removed during the pump¿s start causing the pump to be unable to start.